Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving an arteriovenous fistula, the "upper part" of an advance 35 lp low profile balloon catheter's balloon separated. Per the reporter, the balloon separated after inflation of the device to sixteen atmospheres within calcified anatomy. Secondary access was obtained, and the separated fragments were removed with a snare. The patient was sent home after the procedure, with no consequences. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested but is not available at this time.